Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a patient expired and it was noted that the cause of death was infection and intestinal ischemia. The relationship between the cause of death and the impella is unknown. The physician noted it is unlikely the infection is related to the impella insertion as it occurred to early. After escalation to the impella 5.5 and upon returning to the room, the patient developed a fever. The cause of the infection is unknown. Information was received indicating that the patient died and the pump was removed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿